Event description:
Customer performing parallel testing of 0.8% surgiscreen, lot#8ss418. Customer states that pt samples containing anti-fya was missed. No death or serious injury is associated with this event.